Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the pump histories. During the load step of investigation, the pump did not correctly recognize a filled cartridge and emitted a "no cartridge detected" alarm. Further testing could not be completed due to inability to load the cartridge. Investigation revealed that the force resistance measurement was out of specification. There was evidence of contamination found on the force sensor assembly. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Number:2531779-03/24/2010-003-r.

Event description:
The pump was returned for large prime volume. Investigation revealed that there was evidence of contamination found on the force sensor assembly. This report is made based on results of investigation completed on (B)(6) 2012.